Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process. After the reset, the pump no longer displayed the error, and the caller successfully started a new sensor session.